Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 mg/dl-400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported the sensor not sticking on their body. Insulin pump will not be returning for analysis.